Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is:-no issues found related with the manufacturing.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional reported right side baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device remains implanted.